Manufacturer narrative:
Concomitant medical products: 2233-40q ICD, implant date: (B)(6) 2011.

Event description:
It was reported the lead displayed noise. The lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.